Manufacturer narrative:
(B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a wisdom tooth extraction and suture was used. During closure of socket, the needle detached from the suture and could not be found. As the needle was not found, it was assumed to be retained with no plan to remove the needle.